Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the tubing and cannula were hanging at the side instead of being inserted. The event occurred during use.

Manufacturer narrative:
D9: device received on 07/17/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the complaint of separation could be confirmed as far as the tubing set. The probable cause is due to unintended pulling forces on the tubing set during use.